Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit passed the delivery accuracy test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with stripped battery cap at coin slot, broken battery cap, missing battery cap o-ring, corroded battery tube, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corner and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 32 to 35 mg/dl at the time of the incident. The customer will bolus and not eat all the carbs they had bolused for. The customer was given drops to treat. The customer experienced symptoms such as being combative and falling. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The caller was not sure if the lows were caused by the pump or the sets. Caller reported pump physical damage and a battery cap that would not come off. The insulin pump will be returned for analysis.